Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2 mm implantable collamer lens in the pt right eye on (B)(6) 2011. Lens was under-corrected and lens was removed on (B)(6) 2011. The original incision was used to remove the lens. Replacement lens is same model but different diopter size lens. No suture required. Pt doing well. Replacement lens is the secondary lens used on same pt, same eye. See MFR #2023826-2011-00299 for primary lens.